Manufacturer narrative:
(B)(4).

Event description:
It was reported that inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter occurred. It was indicated that description of off label/ patient misuse occurred, which is off label usage/misuse of the device. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was confirmed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. The reported glucose values fall within the d zone of the parkes error grid.